Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the mcs tip cover accessory for analysis as it was disposed of at the site. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history confirmed complaints for two other instances of damage to the mcs tip cover accessory. Refer to reports with the following patient identifiers: (B)(6). A system log review could not be performed at this time because no logs would exist for the instrument accessory. An image/video review could not be performed at this time because no images or videos were shared for the event. This complaint is being reported due to the following conclusion: during a da vinci-assisted total hysterectomy surgical procedure, it was alleged that the mcs tip cover accessory for an mcs instrument was ripped/cracked and also moved during the case. The user was unable to specify if the alleged damage was located at the gray silicone area of the mcs tip cover accessory since it was discarded. No fragment fell inside the patient. No known impact or patient consequence was reported. No customer allegation of an arcing event was reported; however, the mcs tip cover accessory had holes/tears with no evidence or claim of user mishandling/misuse. Although there was no patient injury reported, if the product issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, a monopolar curved scissors (mcs) tip cover accessory was ripped/cracked and also moved during the case. There was no report of any patient injury or fragments falling inside the patient. It was noted that this issue had occurred with three mcs tip cover accessories recently. Intuitive surgical, inc. (Isi) contacted the da vinci coordinator and obtained the following additional information about the complaint: the mcs tip cover accessory was discarded. The mcs tip cover accessory reportedly moved up and down on the mcs instrument and this caused the damage. No arcing, smoke, or flash was observed. She does not believe any lubrication was used. The mcs tip cover accessory was damaged during the procedure, not by inserting the mcs instrument into the cannula or removing it. The procedure was completed.